Event description:
It was reported a ventricular lead warning was observed and noted high, undefined impedance. It was further reported that the unipolar lead had been programmed to bipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2012; 4968 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).